Event description:
Pt had bilateral silicone breast implants placed in 1979. Had painful capsular contractures (baker IV). Recent sonogram revealed evidence of leaking left implant. Upon removal 10/30/97, left implant found to be rutpured, right implant intact. No identifying marks found on implants. MFR unknown.